Event description:
It was reported that the 9800 system had a pre-charge voltage failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger board was adjusted during the service call. The system was tested and found to be working as intended and put back into service.